Manufacturer narrative:
The cause of the calibration issue is unknown. Siemens healthcare diagnostics is investigating the issue.

Event description:
The customer contacted a siemens customer care center (ccc) specialist and reported that there was one hour delay in reporting a cardiac troponin I (ctni) result on one patient sample on a dimension exl 200 instrument. The customer stated that the ctni sample was scheduled in stat mode and the instrument was also performing calibrations for folate and vitamin b12 assays. There are no known reports of patient intervention or adverse health consequences due to the delay in reporting ctni result.

Manufacturer narrative:
The initial MDR 1226181-2016-00092 was filed on (B)(6) 2016. Additional information ((B)(6) 2016): a siemens headquarters support center (hsc) specialist reviewed the instrument data and did not find an instrument malfunction. The hsc specialist determined that the customer had previously cleaned the cuvette windows, pre-hydrated the folate and vitamin b12 reagent lots before start of calibration of the assays and the software setting was set to "optimize time to results". The settings and adjustments appeared to be set correctly and maintenance for the affected modules was current. The folate and vitamin b12 calibrations consumed all of the heterogeneous module (hm) vessels available. Newly ordered assays were then scheduled correctly as soon as new hm vessels became available to be allocated. The cause of the calibration issue is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.